Event description:
During an elective procedure to implant a thinwall carotid patch, the product was contaiminated prior to use. This occurred when a nurse opened box and placed foil punch into sterile field. The foil pouch was opened and product removed from pouch. The product was then implanted. The user believed the event could have lead to potential serious injury. The procedure was not prolonged to expose the patient to a significant risk. The physician stated that it was unknown whether the event was caused by the vascutek product.